Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent iga patient results generated by unicel dxc 600 pro chemistry analyzer. The results from four different reagent lots are provided. The erroneous results were reported out of the laboratory.

Manufacturer narrative:
The sample was serum. No specific sample information is available. Samples are no longer available. A clear root cause has not been identified.